Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing invalid impedances from her scs system. An sjm representative met with the patient and was able to reprogram and provide effective stimulation. Additional information received identified the patient's scs system was providing no stimulation. An sjm representative met with the patient again but was only able to re-gain partial stimulation. The patient is consulting with her surgeon regarding possible surgical intervention to address the issue.